Event description:
The manufacturer representative (rep) reported that they were prepping to replace the patient's (pts) implanted neurostimulator (ins). The caller states the pts ins has not been charged for 4 months and it is presumed to be over discharged, and they were not aware of the pt attempting to charge the ins since then--thus there is no clear event date where the pt attempted to charge and found they could not charge. The caller's primary reason for call is that drs does not show a lead model number. Agent advised that the best way to find this would be to connect to the ins to see what info the implanting doctor placed into the ins--the caller states he does not have time to pull the ins out of over discharge. Agent advised reaching implanting doc and caller noted the doc has retired--agent advised their clinic may still have the info.  No symptoms reported. Additional information was received from the rep on july 8, 2024. They reported that the ins was replaced because the patient had reported this to the rep in the pre-op area before the replacement surgery and that it was being replaced because the ins had depleted. This was reported a couple of months prior to the replacement surgery that took place on (B)(6) 2024. There were no known factors reported. No troubleshooting was done; the patient and the surgeon decided on replacement. The rep noted the cause of the depleted ins was due to the pt not charging the ins for an extended period of time. Patient weight was not known. The ins ended up being discarded, so it will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.